Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in intensive care unit because of diabetes ketoacidosis. Customer¿s blood glucose level was 157 mg/dl. Customer stated that they had blood clot. Customer treated with manual injection and she was having an issue with the movement on her arm. Customer also stated that the insulin pump had a blank display. Troubleshooting was performed and the display did not return after insulin pump restart. The product will return for the analysis.